Event description:
Patient presented to the physician with wound dehiscence at the chest incision site with redness, warmth, and drainage. Physician examined the area and determined an infection. Physician prescribed antibiotic injections and oral antibiotics. Physician brought the patient into the or 4 days later and removed the entire inspire system. Physician prescribed additional antibiotics after the procedure was completed.